Event description:
It was reported that during an implant procedure of the superion indirect decompression spacer, the spacer failed to open. The entire spacer was removed and then it was noticed that the spindle cap had broken. A new spacer was successfully implanted. There were no complications to the patient as a result of the event.